Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or procedure. An endoscopy was performed prior procedure and the esophagus appeared to be normal. This site has been performing bravo procedures for 12 years. The vacuum source is medala and the vacuum pressure when testing pre-procedure and during placement was around 600 mmhg. No lubricant was used to facilitate the placement.